Manufacturer narrative:
If explanted; give date: not applicable as the iol remains implanted in the patient's eye. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
While inserting pcb00 18.0 diopter intraocular lens (iol) into the patient¿s operative eye customer account reported the iol got stuck on the injector, it did not release fully from the injector as it should have. The doctor had to use his second instrument to get the lens off the injector. The iol is in the patient¿s eye and didn't cause any harm. It was reported there was no medical or surgical intervention required and the lens is not being returned as it remains implanted in the patient¿s eye. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.